Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime/a33 test. Device received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The device had minor scratched display window, cracked case at display window corner, scratched case and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was exposed to a metal detector. Customer and was unable to complete the rewind sequence. Blood glucose value was 95 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.